Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: may 18, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial surgery on (B)(6) 2016 for a finger fracture, the drill bit broke while trying to drill a hole for a screw. Another drill bit was not used to complete the surgery as it was the last hole being drilled and therefore left empty. Fragments were generated and fell into the patient; however, all pieces were easily retrieved. There was a surgical delay; however, it is unknown the exact time of delay. Procedure was completed successfully with patient status reported as fine. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: one (1) 1.0mm drill bit (part 03.130.102 / lot f-18064) was received for evaluation with complaint category "broken: intra-operatively." This complaint is confirmed as the returned drill bit was received with the distal tip sheared off. The overall length of the returned drill bit measures 56mm. Per the relevant product drawing, the returned device was manufactured with an overall length of 61mm. The 5mm sheared off distal tip portion was not returned for evaluation. The diameter of the returned drill bit nearest the fracture measures 0.99mm, which is within specification. Whether this complaint can be replicated is not applicable as the drill bit is already broken. The manufacturer is unable to determine a definitive root cause. However, the complaint condition was most likely caused by drilling into dense bone. It is not likely that the design of the instrument contributed to this complaint. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation with no product design issues or discrepancies observed. The returned drill bit is an instrument used in the variable angle locking hand system to drill a 1.0 mm pilot hole for 1.3 mm cortex screws or 1.3 mm locking screws per technique guide. The tabulated product drawing was reviewed during this evaluation. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.